Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms in triad configuration. Technical services (ts) recommended evlaution. This device remains in service. No adverse patient effects were reported.